Event description:
Please refer importer report: # (B)(4).

Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the (B)(4) standard. Stiffness tests comply with the requirements of the (B)(4) standard. Additional bending and dynamometer tests carried out by sofic on sofic retained samples for this lot did not show any defect. Possible causes for needle breakage is bending the needle before use, excessive pressure, movement of the needle, or not using the appropriate needle size available for each specific type of injection. Cautions and warnings on the box and IFU leaflet indicate: if multiple injections are required, replace the needle for each cartridge in order to minimize the risk of needle point damage. Do not bend, break or otherwise stress needles as serious injuries to you and/or your pt can occur. Do not insert needle to hub during injections, as needles can break and become lodged in pt's tissue, potentially causing serious permanent injury. No defect was detected on the needles from this batch. In the absence of the actual defective needle, lack of precision (type of injection) on the case reported, and, as no defect was detected during tests of the sofic retained samples for this lot, it is difficult to determine the cause of the reported problem.